Manufacturer narrative:
The reported complaint of high impedance was confirmed. The received lead was found with two broken wires as reported which would have caused the high impedance issues.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported the patient's lead had high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Effective therapy restored